Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom tech support on (B)(6) 2011 to report that during insertion of sensor, pt's mother was experiencing some issues with the sensor's adhesive patch. Insertion was painful and some blood became present at the site of insertion. Pt's mother decided to pull off sensor and noticed that sensor wire missing. Pt's mother is concerned that wire may still be under pt's skin. Pt's father, a physician, applied a bandage on insertion site and decided to wait for presumed broken sensor to work itself out of pt's skin. During her call to dexcom tech support pt's mother reports that pt was feeling fine.